Manufacturer narrative:
It was confirmed that the last time this unit was serviced was in december, 2004 and the hour meter was reading 1613. Not the hour meter reading is 20612. According to the MFR's svc requirements of the ht50 model, the motor pump should be replaced every 10,000 hours. The distributor/importer informed that the preventive maintenance has never been performed on this unit at the user facility. Device failure was most likely related to user maintenance.